Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. The device had a cracked case at the display window corners. The unit was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime/fill anomaly. The motor passed the motor test.

Event description:
The customer reported that the insulin pump was not priming correctly, and insulin squirted out. The blood glucose reading was 113mg/dl. Troubleshooting was performed. The drive support cap was slightly sticking out and tilted. The display window was also cracked. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.